Event description:
It was observed that during the device evaluation, the camera head exhibited pixel defects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.